Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Contact thought the elevated bg was due to the customer growing. Healthcare provider adjusted pump settings to address elevated bg.